Event description:
The patient was having surgery to find out why the interstim implant for bladder control was not working properly. The insulation around the lead was broken. The physician called it a "high impedances" problem. The implant was replaced and the explanted device was released to the medtronic rep. The interstim was implanted in 2001 at another facility.